Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 80% stenosed, concentric, de novo target lesion with a bend of 45 degrees was located in moderately tortuous and non-calcified left anterior descending (lad) artery. A 2.75 x 20 promus element plus stent was advanced but failed to cross the lesion. After the stent was withdrawn, it was noted that the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 80% stenosed, concentric, de novo target lesion with a bend of 45 degrees was located in moderately tortuous and non-calcified left anterior descending (lad) artery. A 2.75 x 20 promus element plus stent was advanced but failed to cross the lesion. After the stent was withdrawn, it was noted that the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. Promus element plus,mr,ous 2.75x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The most proximal stent strut rows were damaged and lifted from the stent profile. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.